Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified process step for peritoneal dialysis (pd). During troubleshooting, it was reported that there was a leak from the cassette; further described as inside the cassette area there was a little moisture. The patient stated that has been the case each time they have gotten the 2240 alarm they had the alarm twice. The patient had cleared the alarm prior to calling for assistance. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Correction d1, (UDI #), g4. D1: brand name: replace homechoice automated pd set with cassette with automated pd set. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4). G4: combination product: add no (previously blank). Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.